Event description:
Philips received a complaint by the customer on the v60 indicating that the device went into standby mode while on a patient; however, there was no harm to the patient or user. The device was swapped out with a different device. No medical intervention provided to the patient, nor a delay was noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer states the unit had just been setup on a patient for use when it went into standby mode without being prompted, unit was removed from patient use without incident and no patient harm reported, unknown if nurse call system was connected and respiratory therapist (rt) staff was present in the room at time of incident, in biomed the complaint cannot be duplicated but verified the unit needs field correction order (fco) power management (pm) printed circuit board assembly (pcba) performed, advised that customer will be contacted for fco service. The manufacturer's field service engineer (fse) was dispatched to the site and downloaded the ventilator's full log to check for errors, but no errors were found. Following the service manual guidelines, the fse replicated the reported symptoms by conducting a pre-operational test. No errors appeared on the unit's screen and the ventilator did not enter standby mode during testing, the unit was confirmed to be functioning correctly. The fse then performed additional tests and successfully completed the test & verification, with the device passing all required tests. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.